Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on ws a flash memory failure (components u102 and u105) on the c/a board. The root cause of the defective components u102 and u105 could not be positively determined. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.